Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1458q92, competitor lead, (B)(6) 2014; cd3265-40, competitor ICD, (B)(6) 2014. (B)(4).

Event description:
It was reported that three months after implant, the patient presented with persistent (B)(6) bacteremia and septic shock. The system was explanted. No further patient complications have been reported as a result of this event.